Event description:
Patient reported receiving elevated blood glucose results (> 500 mg/dl), while using the suspect device. Patient indicated that they sought treatment, in the emergency room, for hyperglycemia. Patient stated that, when tested with the hospital's blood glucose monitor, the values were 100 - 125 mg/dl lower than those obtained while using the suspect device. Patient was admitted to the hospital, for 6 days, and was treated with insulin. Upon release, patient was given a sliding scale, with which to determine their insulin dosage. Patient stated that, since being discharged from the hospital, they have twice sought treatment, for high blood glucose, in the emergency room. Control testing had not been performed on suspect device. A request was made for the return of the suspect product and replacement product as shipped.